Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl; cause was unknown. Contact provided the customer with liquid glucose to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) from (B)(6) 2019 to (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. User made bolus requests without entering current bg and while still having insulin on board (iob). On (B)(6) 2019, cartridge change sequence was completed twice in a row, with 11.6 units then 10.2 units primed through the tubing, for a total of 21.8 units primed through the infusion set tubing. Programmed basal rates ranged from 0.15 units/hour at night to 0.85 unit/hour during the day. User adjusted personal profile total daily basal from 11.9 units to 14 units on (B)(6) 2019, to 12.5 units on (B)(6) 2019, then to 11.8 units on (B)(6) /2019. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.